Event description:
Initial reporter indicated that his handheld computer with 7.1 software would get "hung up" on the interrogate device screen and display the error message. The message displayed was "error sql statement." Reporter indicated that they performed a soft reset and a hard reset per instructions in a memo he received and the event "kept happening." Product has been received and is pending analysis.